Event description:
Customer was admitted to hosp with dka and was in ICU. It was also reported that customer had absence of no delivery alarms. Pump passed all tests performed, but customer still feels uncomfortable with the pump. Sent replacement pump.